Event description:
It was reported that the patient presented during an implant procedure. The stylet hole on the lead was damaged and stylet was unable to be inserted into the lead during procedure. The lead was exchanged during the procedure on (B)(6) 2021. There were no consequences to the patient.